Manufacturer narrative:
The device was replaced and returned to redmond for evaluation. In an evaluation of the returned device, physio-control observed the device intermittently lock-up during power-up. Further evaluation could not be attained after the device's defib processor pcb assembly was inadvertently damaged during testing. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
Reporter states that, during am testing, the device locked up; then locked up four other times while attempting to fix by pulling and/or swapping modules and batteries. Customer has previously complained during scheduled preventative maintenance's of device, but local physio-control service rep have not been able to observe or duplicate reported malfunction. The reporter further indicated if lockup occurs during pt use, an adverse outcome could occur.